Manufacturer narrative:
Additional information: imdrf annex b code and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of a free flow occurrence of lactated ringers was not confirmed through review of the logs or replicated during testing since the devices and their associated logs were not returned for investigation. External and internal inspection, testing and log review of the suspect pump module could not be performed since the device and their associated logs were not returned for investigation. Per product labeling, alaris system user manual (v12.1), states within warnings and cautions, ¿to prevent a potential free-flow condition, ensure that no extraneous object (for example, bedding, tubing, glove) is enclosed or caught in the pump module door.¿ it is not known if any of the preceding conditions may have existed at the time of the reported incident, and there was no report of an infusion discrepancy occurring with the two prior basic infusions that infused to completion. The bd alaris system with guardrails suite mx user manual (v12.1) outlines the following steps for changing the solution container and preparing the primary solution container in accordance with manufacturer instructions: close the roller clamp; remove the empty solution container; insert the administration set spike into the prepared fluid container per facility protocol and hang the container approximately 20 inches above the pump module; press the ¿channel select¿ key and enter the volume to be infused (vtbi) using the numeric keypad; open the roller clamp; and start the infusion. The alaris system user manual, door keypad artwork, and the quick reference guide remind the user to ¿close the roller clamp before opening the door¿. The administration sets roller clamp should be the primary means of controlling fluid flow when the device door is opened. The devices were reportedly in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported free flow of lactated ringers was not determined as the incident devices were not returned for testing. The information provided by the facility is insufficient to determine the root cause. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the clinician that approximately 3 months ago, a patient from the emergency department was admitted to the cardiovascular service unit. Lactated ringers fluid infusion to be given. IV set was not connected to the patient yet. Nurse stated after he opened the roller clamp it resulted in a bolus of lactated ringers to the floor. This was reported to bd representatives during their site visit. There was patient involvement but no harm.

Manufacturer narrative:
Omit: f26 - no health consequences or impact, b17 - device not returned, c20 - no findings available, d15 - cause not established. Correction: describe event or problem and manufacturer narrative. Investigation summary: the reported free flow of lactated ringers could not be confirmed from the log analysis or replicated during the extensive laboratory testing. The suspect pump was found to be infusing within specification with no observances of unregulated flow occurring. All rate accuracy testing was performed in compliance with aami tir101:2021 fluid delivery performance testing for infusion pumps. Internal and external inspection did not observe any anomalies related to the reported issue, the door latch sear was also found to be properly closing the administration set safety clamp when the door was opened. A log review was performed with the limited information contained in the pump module event log. The pump module event log does not contain keypress information, drug information, volume infused and programming parameters beyond rate and volume to be infused (vtbi). A review of pump module error log showed no errors on the reported issue. On (B)(6) 2025, at 12:27 pm, the last infusion with the suspect device was recorded with a rate of 100ml/h and vtbi (volume to be infused) of 482.58ml. At 1:38 pm, the pump alarmed air in line alarm, then, the pump module was powered off. It is not possible to determine what the actual volume is within an IV container at the start and ending of an infusion from a review of the event log. It is also not possible to determine what the fluid is that is contained within the IV container. This is not a function of the event log; it only can reflect the inputted information it receives either manually or remotely with respect to volume to be delivered and fluid selected. Bd alaris system user manual (v12.3.2), states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in infusion rate inaccuracy. To prevent a potential free-flow condition, ensure that no extraneous object (for example: bedding, tubing, glove) is enclosed or caught in the pump module door. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). The pumping mechanism was disassembled during the internal inspection. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. Note to repair center: please replace the pumping mechanism assembly as it was disassembled during the investigation. The mechanism assemblies cannot be reassembled since manufacturing performs several tests not available to designated complaint handling unit (dchu), repair center or the customer. This may be charged to dchu. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not be picking up the cost of the incidental repairs. Root cause: the root cause of the reported over infusion was not able to be identified from the log analysis or from device laboratory testing. The suspect pump module was fully tested, evaluated, found to be infusing within specification and no issues or anomalies were observed during laboratory testing. Additional information: device available for eval?, returned to manufacturer on, device eval by manufacturer?, imdrf annex f, a, b, c, d, g codes and manufacturer narrative. Note that this report lists imdrf annex a0404, a1801, c23, d11, g04037, g0301204 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the clinician that approximately 3 months ago, a patient from the emergency department was admitted to the cardiovascular service unit. Lactated ringers fluid infusion to be given. IV set was not connected to the patient yet. Nurse stated after he opened the roller clamp it resulted in a bolus of lactated ringers to the floor. This was reported to bd representatives during their site visit. There was patient involvement but no harm. Bd received additional information and clarified the previous report. It was reported that the tubing was not connected to a patient at the time of the alleged free flow event and there was no patient involvement.

Manufacturer narrative:
The actual date of event is unknown. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by the clinician that approximately 3 months ago, a patient from the emergency department was admitted to the cardiovascular service unit. Lactated ringers fluid infusion to be given. IV set was not connected to the patient yet. Nurse stated after he opened the roller clamp it resulted in a bolus of lactated ringers to the floor. This was reported to bd representatives during their site visit. There was patient involvement but no harm.